Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and fantail, and the electrode was severed along the lead and near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the fantail. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery despite device testing being within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.